Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was reported as due to fungal infection. On an unreported date, the patient was hospitalized for the event and was treated with vancomycin (dose, route and frequency were not reported) for peritonitis. It was reported that pd therapy was withdrawn during the hospitalization. At the time of this report, the patient has not recovered from the event and was still hospitalized. No additional information is available.